Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a procedure to implant this subcutaneous implantable cardioverter defibrillator (s-ICD), a message appeared saying an out of range signal amplitude was detected. The physician elected to reposition the electrode from the right side to the left side of the patient. Afterwards, sensing was deemed appropriate. The s-ICD remains implanted and in service. No additional adverse patient effects were reported.